Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a screwdriver broke during installation of a resorbable ligamentoplasty screw. A fragment of the screwdriver got stuck in the screw thread and thus remained in the patient's knee.

Manufacturer narrative:
Alleged failure: he customer reported to the director raqa integrations emea "this morning, a stryker screwdriver ref (B)(4) sn2(B)(6) broke during installation of a resorbable ligamentoplasty screw ref (B)(4). A fragment of the screwdriver got stuck in the screw thread and thus remained in the patient's knee." The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) screw inserted at an angle, 3) incorrect size of screw for tunnel/graft, 4) tap not used before insertion, 5) driver not fully inserted into screw. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that a screwdriver broke during installation of a resorbable ligamentoplasty screw. A fragment of the screwdriver got stuck in the screw thread and thus remained in the patient's knee.